Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12625- device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced infusion set tubing leakage at site.. No further information available.